Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the blue sureform 60 reload was difficult to remove from the sureform 60 stapler instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting difficulty removing the blue sureform 60 reload, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue sureform 60 reload was analyzed and the primary failure of lodge staples is related to the customer related complaint. The blue sureform 60 reload was found used and fired during visual inspection. The blue sureform 60 reload was found to have lodged malformed staples stuck in the knife track near the distal end. The staple was removed successfully. The complaint regarding difficulty removing the blue sureform 60 reload was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Also, the cartridge damage inside the knife track was found near the lodged staples. The blue sureform 60 reload was disassembled in-house and the damage had no signs of missing material. The probable root cause of difficulty applying a clip is attributed to mishandling and misuse. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a failure mode occurred that has the potential to result in an inability to open the instruments jaws. Based on the information provided, there was no report from the customer that the jaws became stuck shut after they had been working. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.